Event description:
It was reported that a pump did not have audio function. Additionally, it was reported that the battery would not charge. The customer also stated that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed back flex. All detection capabilities and functions performed as expected. The sigma device eval also found the pump was unable to charge a battery or operate on ac power due to a failed back flex.